Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a psf (posterior spinal fusion) in l3-iliac fixation treating l5 burst fracture with viper system on (B)(6) 2019. The procedure was completed without surgical delay. As an outpatient she came to see the surgeon on (B)(6) 2019. It was found that the setscrews had come off and caused a rod to be off the correct position. The patient will undergo a revision procedure on (B)(6) 2019. No further information is available. This report is for one (1) 5.5 ti cort fix 7x45mm. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity 1). This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary background: it was reported that this was a psf (posterior spinal fusion) in l3-iliac fixation treating l5 burst fracture with viper system on (B)(6) 2019. The procedure was completed without surgical delay. As an outpatient s/he came to see the surgeon on (B)(6) 2019. It was found that the setscrews (unk) had come off and caused a rod to be off the correct position. The patient will undergo a revision procedure on (B)(6) 2019. No further information is available. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity 1) this complaint involves four (4) devices. Investigation flow: device interaction/functional. Visual inspection: the 5.5 ti cort fix 7x45mm (p/n: 186731745, lot #: 224222) was returned and received at us cq. Upon visual inspection, it was observed that the head of the device was loose as it had the unintended vertical movement. There were scratches and discoloration on the device but has no impact on the functionality of the device. No other issues were observed with the returned device. Functional test: the functional test was performed on the returned device. The four returned mis single inner screws were used to assemble with the returned 5.5 ti cortx fix 7 x 45 mm device. All the four inner screws were able to assemble to the device with no defects identified. Upon assembly, the inner screw was observed to be loose, which could have caused the backed out complaint condition. The inner screws are being investigated in the other pi's in the same complaint. Dimensional inspection: the dimensional analysis was performed on the returned device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the 5.5 ti cort fix 7x45mm (p/n: 186731745, lot #: 224222). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the device history record. Device history lot DHR of product code 186731745, lot 224222, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on november 22, 2018. Qty. 149 the DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.